Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va15z4m, implanted: (B)(6) 2016, product type lead.

Event description:
The representative reported an infection but was not confirmed. The representative reported some pus around ins pocket location. The patient implanted on (B)(6) but unknown when first the symptom of pus started. The representative reason for the call was to inquire about removing the lead. Unknown if total explant but suspect that would occur. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.